Event description:
It was reported that after the port was implanted in the pt. An x-ray was taken which showed that the catheter had separated. The port and piece of catheter were successfully removed without any pt complications.